Manufacturer narrative:
(B)(4) the dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. Reaction was located on the skin under the medical tape that was applied over the sensor adhesive patch. Reaction was described as allergic blisters and occurred shortly after applying the medical tape. On (B)(6) 2016, the patient went to urgent care regarding the allergic blisters that appeared around the medical bandages, that were applied around the sensor patch. The doctor stated that the patient was allergic to the latex and advised that he stop using the medical bandages. There was no medication administered. At the time of contact the patient had recovered. No additional event or patient information was provided.